Event description:
It was reported by customer that they were notified by a consult request from ICU staff nurse and an email from ER nurse regarding reports of issue with PICC not providing blood return and visualized air being withdrawn in the line as well as reports of soreness and leakage at the site. On assessment of PICC site/line it was clearly leaking profusely, the infusion was dripping into the patients bed linen was saturated. Mrp was informed immediately and the PICC was removed, tip sent for culture , the line was examined and visible hole evident at 1cm mark which was exposed on the outside of the dressing as there were 6cm externally. This patient is being treated for sepsis of unknown source. This device was removed from the patient when she was in ICU and requiring an access device for treatment. The patient will now need to have another device inserted to replace this device and potentially may have infection as a result of this defective device. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Manufacturer narrative:
Initial medwatch report was submitted, upon further review it was found that this medwatch report is a duplicate file and has been voided. The original event was submitted on medwatch report 3006260740-2024-06632.

Event description:
It was reported by customer that they were notified by a consult request from ICU staff nurse and an email from ER nurse regarding reports of issue with PICC not providing blood return and visualized air being withdrawn in the line as well as reports of soreness and leakage at the site. On assessment of PICC site/line it was clearly leaking profusely, the infusion was dripping into the patients bed linen was saturated. Mrp was informed immediately and the PICC was removed, tip sent for culture , the line was examined and visible hole evident at 1cm mark which was exposed on the outside of the dressing as there were 6cm externally. This patient is being treated for sepsis of unknown source. This device was removed from the patient when she was in ICU and requiring an access device for treatment. The patient will now need to have another device inserted to replace this device and potentially may have infection as a result of this defective device. No other information was provided.